Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a gynecological procedure for the treatment of stress urinary incontinence on (B)(6) 2009 and mesh was implanted. The patient immediately suffered severe pain and discomfort in her vagina. The patient had trouble urinating, could not sit, stand or walk for prolonged periods of time. The patient suffered from pelvic pain and infections on an ongoing basis and she could not engage in sexual relations. The patient has undergone various medical procedures including but not limited to various surgical procedures in an attempt to remove the mesh. Attempts to date have been unsuccessful. The patient continued to experience pain, erosion of her internal bodily tissue, and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. The patient continues to live in pain and continues to experience problems with urinary incontinence. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 1/25/2016: it was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2009 along with concurrent cystoscopy due to sui. It was reported that patient underwent transvaginal excision of eroded urethral mesh and repair of urethral laceration on (B)(6) 2010. It was reported that patient underwent pubovaginal sling on (B)(6) 2011 due to sui post eroded mesh. It was reported that patient underwent mesh revision/removal on (B)(6) 2015. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.